Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but could not reproduce problem. Fse cleaned and lubricated main arm mechanisms, successfully completed quality control runs and instrument returned to service. After several days, customer reported error reoccurred and fse went back to the customer's site and could not reproduce the problem but noticed spillage on the reagent test cup-tip (rtc) lane mechanism while troubleshooting problem. Fse cleaned the rtc lane mechanism, cleaned main arm sample nozzle, lubricated assemblies, checked alignments for main arm and ran precision and quality controls, all results passed without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [4223] main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to residue spillage onto the rtc lane mechanism causing tips to stick in place.

Event description:
A customer reported getting error messages 4223 "main arm z-axis home overrun" and 4224 "interference of dispensing nozzle z-axis of main arm" on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for progesterone (progii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.